Event description:
It was reported that stent damage occurred. The target lesion was located in the circumflex artery. A promus premier select ous mr 28 x 2.75 stent was being used for treatment. During the procedure, the physician noticed the stent was unable to cross the lesion. Upon further examination, it was noticed that the strut of the stent had been damaged as well. The stent was removed from the patient, and a new promus premier select ous mr 28 x 2.75 was opened and used to successfully complete the procedure. No patient complication resulted due to this event.

Manufacturer narrative:
Device evaluated by MFR: a 28 x 2.75mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. A promus premier select ous mr 28 x 2.75 stent was being used for treatment. During the procedure, the physician noticed the stent was unable to cross the lesion. Upon further examination, it was noticed that the strut of the stent had been damaged as well. The stent was removed from the patient, and a new promus premier select ous mr 28 x 2.75 was opened and used to successfully complete the procedure. No patient complication resulted due to this event. It was further reported that the lesion was 90% stenosed and calcified.

Manufacturer narrative:
Device evaluated by MFR: a 28 x 2.75mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.

Event description:
It was reported that stent damage occurred. A promus premier select ous mr 28 x 2.75 stent was being used for treatment. During the procedure, the physician noticed the stent was unable to cross the lesion. Upon further examination, it was noticed that the strut of the stent had been damaged as well. The stent was removed from the patient, and a new promus premier select ous mr 28 x 2.75 was opened and used to successfully complete the procedure. No patient complication resulted due to this event.